Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis is unknown; however, the pd catheter is the source of infection for a majority of peritonitis as it provides a portal of entry for organisms to the peritoneum. Most cases of pd related peritonitis are a result of touch contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Initially the patient reported during a follow up call that they went to the hospital due to pain and were diagnosed with peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that the patient presented to the emergency room (ER) on (B)(6) 2020 with left-sided pain. The patient was admitted with a diagnosis of peritonitis. The patient remains hospitalized to date and had his pd catheter removed (date unknown). The pdrn has no information for culture results, antibiotics or suspected cause until the patient is discharged and the hospital sends the records to the pd clinic. The patient is currently completing hemodialysis (hd) and the plan is for him to return to pd at some point. The pdrn stated the patient did not report any cycler issues or any cassette leak prior to the peritonitis event. The patient mostly utilizes 2.5% and 1.5% delflex solution but does have 4.25% on hand if needed. No products are expected to return for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.